Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported there were electrical measurement anomalies on the rv lead. Upon evaluation, it was noted the lead had dislodged. Lead was explanted and replaced. Patient condition was good after the event.